Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check with tandem technical support could not be completed at time of call. Upon follow up, customer declined to complete troubleshooting. Customer's blood glucose was 85 mg/dl at time of event. No additional information was provided.